Manufacturer narrative:
The device history record (DHR) was not reviewed because the lot number was not provided for the device with the issue. However, all records from manufactured lots are reviewed to ensure that products are released meeting all quality specifications at the time of manufacture. The actual complaint sample without the packaging was returned for evaluation. The sample was evaluated using a pumping test. The result found leaking coming from the valve. The complaint sample confirmed the reported condition. This part is manufactured by a supplier. The investigation team of the supplier determined that the root cause is that the machine might not have received the proper maintenance. There was not a documented periodic inspection of the sensor. The manufacturing site will refresh training and establish a visual control. The operator will conduct 100% screening before the assembly process. A full review of the current status of the pistons and sensors for the machines will be performed through maintenance orders. Monthly and weekly piston reviews will be added to the machine job plan. This information will be utilized for tracking and trending purposes.

Manufacturer narrative:
UDI# is not applicable as this device is not sold in the us. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that leakage occurred from aff valve.